Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked case battery compartment, battery cap contacts missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported that the metal on the battery cap was loose. Pump has damaged where you put the battery, there was a crack. No physical damage to pump's retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1880 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a stained keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the case (battery compartment side) of the pump during analysis. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.